Event description:
A report was received that, following a trial implant procedure, the pt was experiencing abdominal pain. The physician suspected that the pain was due to inflammation of the dura. The pt's paddle lead was explanted, and the pt is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn for analysis as it was discarded by the medical facility.